Manufacturer narrative:
Corrective and preventative actions have been opened by the manufacturer to address the water ingress identified upon investigation.

Event description:
The manufacturer received information alleging the dreamstation 2 advanced auto CPAP device displayed a service required message. The user then stated the device was unplugged and then plugged back in. The user also alleges the unit will no longer power on. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for evaluation. During the evaluation the technician opened the device and found significant evidence of water damage on the pca. There was thermal damage to q2. The technician observed the device does not power on (dead device).